Event description:
It was reported that the patient experienced pleurisy with concomitant effusion requiring pleuracentesis and medication following their implant procedure. The implantable cardioverter defibrillator (ICD) and leads remain in use. The patient was reported to be enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Products: 407652 implantable pacing lead 2011 (B)(6). (B)(4).